Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the customer called to notify in the span of 1 to 2 weeks, 3 to 4 patients who had indwelling silicone foley catheters experienced extreme discomfort and pain during extraction. The medical officers were required to assist with removal. Catheters were in situ for no more than 48hours. Upon removal it was observed that ridging had occurred where the balloon had been deflated. The medical officer was required to administer local anesthetic to aide in removal.

Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation noted 2 photo samples received. First photo sample shows end of catheter with cap. Second photo sample shows balloon mushrooming. Based on photo sample received product does not meet specifications which states "balloon must not cuff after deflation. " although an exact root cause could not be determiend a potential root cause could be balloon material materila does not shrink quickly enough. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. " h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the customer called to notify in the span of 1 to 2weeks, 3 to 4 patients who had indwelling silicone foley catheters experienced extreme discomfort and pain during extraction. The medical officers were required to assist with removal. Catheters were in situ for no more than 48hours. Upon removal it was observed that ridging had occurred where the balloon had been deflated. The medical officer was required to administer local anesthetic to aide in removal.